Event description:
A ventilator was returned to the manufacturer for service with a low state of health status on the internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code stating a low state of health status on the internal battery appeared. No repair was performed and the unit will be scrapped. Additionally, the up button was worn.